Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 4fr single-lumen (s/l) per-q-cath PICC was returned for investigation. The 4fr tubing extended to the 60cm depth mark. The stylet and t-lock extension set had been removed from the catheter. The t-lock extension set was not returned for investigation. Two stylet wires were returned for investigation. The black tab was not attached to one stylet and the coil wire was stretched over a portion of the core wire. Multiple bends were observed in each stylet wire. The damage observed on the stylet wires appeared to be related to the reported leak. A functional test revealed fluid leaking from a 4mm longitudinal split in the catheter that was positioned between the zero mark and the 1cm depth mark. The damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter or using force to remove the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿. A lot history review (lhr) of recx2383 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that after removing the guidewire and performing salinization of the catheter, he could observe a leak.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2383 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that after removing the guidewire and performing salinization of the catheter, he could observe a leak.